Event description:
Patient was scheduled to have a colostomy closure. The patient was in lithotomy as requested by md. Md asks for an eea stapler during the procedure md confirmed the correct stapler before the rn opened it. When using the stapler on the patient to reconnect his bowel the md stated that the stapler did not fire or that it had misfired. The stapler was removed per md. A scope was then inserted to look at the bowel and a hole was noted in the bowel per the md. We repaired the hole but as a result the md had to create a new colostomy.